Event description:
Customer reports that battery life of insulin pump last one day; as a result, insulin delivery was stopped. Customer also reports that when she changed batteries, insulin pump did not give any alarms. Customer states that she is not feeling insulin pump vibrate which is the feature she has set. Customer's blood glucose was 230 mg/dl. During troubleshooting, it was found that batteries lasted a week. Customer was advised to use alkaline batteries and not lithium as customer had been using. Insulin pump passed the self test. Customer was advised to monitor insulin pump and to call back should issues persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.